Event description:
Same case as MFR #: 2134265-2010-03439. It was reported that during a stenting treatment procedure, patient complications occurred. The 95% stenosed target lesion was located in the saphenous vein graft (svg) to the right coronary artery (rca). Six french multipurpose catheter engaged the vessel and the non-bsc guidewire was advanced distally. A 6mm non-bsc filter wire was deployed distally prior to predilating the lesion with a 4x15mm apex balloon. Next, a 5.0x24mm veriflex stent delivery system (sds) was advanced to the distal lesion. The stent was deployed, but it resulted in a no-flow phenomenon. The physician proceeded with the case and treated the proximal lesion. Without predilating, a 4.0x16mm veriflex stent delivery system (sds) was advanced. The stent was deployed in the proximal svg and then they tried to retrieve the filter wire basket into the retrieval sheath but were unsuccessful. The guide catheter was deep seated to remove the filter wire, but it resulted in malformation of the 4.0x16mm veriflex stent. A 4.0x15mm apex balloon was advanced and inflated to 12 atms inside the misshapen stent. Next, a 4.0x24mm veriflex stent was positioned in the misshapen stent and deployed at 14 atms. Timi 3 flow was achieved throughout the vessel. An additional 4x20mm veriflex stent was deployed in the proximal lesion before the entire vessel underwent fetch aspiration and intracoronary nipride. No additional patient complications were reported and the patient's current condition is listed as ok.

Manufacturer narrative:
Device evaluated by manufacturer. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).